Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported false positive sars result for 1 symptomatic patient. It is unknown if the result was confirmed. Confirmation method(s) not provided. The customer communicated that 12-35 tests were ran each day and that there were about 3 results in concern total over approximately a week period. Each event is captured on a separate report. Multiple attempts were made to contact the customer for more information. The customer was unresponsive.